Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not working and software cannot load because system registry file is missing or contain error the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the windows operating system was corrupted. A field service engineer (fse) found that re image was required to get the anesthesia station working properly again. The fse restored the station restored to version 1.7.3, fully synchronized, and ready for use. The remote access software was also validated as working correctly. The system functioned as intended after the field service engineer repaired the device.